Manufacturer narrative:
Information was received via medwatch #(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient underwent revision of left knee due to pain. Preoperatively, patient's knee was noted to be unstable and flexed excessively. Surgeon also noted tibial anterior tilt of 30+ degrees along with tibial component dysfunction preoperatively. The surgeon feels the failure was related to insufficient bone which caused the collapse.